Event description:
(B)(6) 2023 situation: patient reported leaking from peg tube at the connector site. Upon examination, the "y" shaped connector was cracked. Background/risk factors: from conversations with dietitians within the va (veteran's administration) at a national level, these connectors have been cracking and leaking, possibly from twisting in too hard. Leaking from the site is a concern due to risk for skin breakdown. Assessment: upon examination, the "y" shaped connector was cracked. This piece is called: mic peg replacement feeding adaptor: size 20 fr from avanos. Response/intervention: this writer replaced connector and gave veteran one to have at home. This is the 5th patient with device malfunction for our institution. See previous submissions.